Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 32 mg/dl on (B)(6) 2017. The customer lost consciousness. The customer's spouse disconnected the insulin pump and called emergency medical services. The customer was treated by the paramedics and declined to be taken to the hospital. Troubleshooting was not performed. Customer also reported receiving sensor error alerts the next day while driving. He removed the sensor. The product will be returned for analysis.